Event description:
It was reported that this patient implanted with an ams bladder sling underwent a surgical procedure to implant an artificial urinary sphincter (aus) for unspecified reasons. The sling was left implanted. There were no patient complications reported. No further information is available at this time. Additional information was received indicating the aus was implanted due to recurring stress urinary incontinence that began several months after the sling was implanted "many years ago". Following implant of the aus, the patient was no longer incontinent.